Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was fired and the jaws jammed closed. It is unknown what vessel the surgeon was firing on when the jaws jammed closed. The surgeon pulled the handles open and the device was removed from the tissue. There was no damage to the tissue. Another device was used to complete the vase with no patient consequence. (B)(4)

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.